Event description:
Healthcare professional reports a leak with a transfer set between the set and the titanium adapter. Noted during use. Pt developed peritonitis and was hospitalized for treatment for 4 days. Pt on antibiotics from 12/20/96 to 1/11/96 to include ticarillin IV (dosage unknown) and ancef ip (dosage unknown). As of 1/30/96, per healthcare professional, pt is fully recovered.